Event description:
Information was received from a patient, who was receiving an unknown drug via an implantable pump for unknown indications for use, regarding an external device. It was reported that when the patient opened the myptm app (my personal therapy manager application), the loading screen goes to 90 and stops for a minute or two. When asked for event date, the patient said "it's always been this way". The agent reviewed information and walked the patient through clearing the data. The patient confirmed they were able to access their myptm without a lag. The troubleshooting steps taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.